Manufacturer narrative:
The last calibration performed on 15-nov-2022 was ok and there were no alarms. Quality controls were ok. There was no indication of a reagent performance issue. Upon review of the alarm trace, multiple sample short and abnormal aspiration alarms occurred near the time the sample was processed. These errors are indicators of possible poor sample quality. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer determined that the sample probe appeared clogged. The syringe seals and sample probe were replaced. The gear pump pressure was checked. Controls recovered within range.

Event description:
The initial reporter stated they received questionable ise results for an unspecified number of patient samples tested on the cobas 8000 ise module. The reporter stated they had to correct 29 patient results. The reporter provided an example of one patient sample with discrepant results for ise indirect na for gen.2. The sample initially resulted in a na value of 130 mmol/l and this value was reported outside of the laboratory. The sample was repeated on a second analyzer, resulting in a value of 139 mmol/l. The repeat value was deemed correct. The na electrode lot number was c0529. The electrode expiration date was requested, but not provided.